Event description:
It was reported that the powder was leaked from the sterile package because of the its hole. It seemed that the hole was cut by edged tool. The surgeon used a spare product instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.